Event description:
Same case as MDR ID# 2134265-2014-06892. It was reported that stent damage occurred. A 2.25 x 32 synergy¿ drug-eluting stent was selected for use to treat the target lesion. During preparation, the physician noted that some struts in the middle of the stent were in bad conditions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06892. It was reported that stent damage occurred. A 2.25 x 32 synergy drug-eluting stent was selected for use to treat the target lesion. During preparation, the physician noted that some struts in the middle of the stent were in bad conditions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent struts throughout the mid-portion of the stent were damaged and distorted. The crimped stent od was measured at the undamaged distal portion and was within specification. The product stent protector was not returned for analysis with the device, however, the specified inside diameter of the stent protector was within specification therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06892. It was reported that stent damage occurred. A 2.25 x 32 synergy drug-eluting stent was selected for use to treat the target lesion. During preparation, the physician noted that some struts in the middle of the stent were in bad conditions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).